Manufacturer narrative:
The investigation concluded that the device met specifications. The exact root cause cannot be confirmed as post-operative scans were not provided.

Event description:
It was reported that the patient had an infection in the left bsso post-operatively and required additional intervention on the lower jaw.

Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported that the patient had an infection in the left bsso post-operatively and required additional intervention on the lower jaw.